Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Additionally, the cause of the patient falls are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10, h11. H6: device not accessible for testing is n/a which was reported on initial report. Reported event was confirmed by review of medical records provided. Visual evaluation of the returned device shows signs of repeated use and implantation as the devices have surface scratches, nicks, gouges, and pitting on the articular surface. Additional information does not affect the root cause. Medical records review indicates that ER noted pain/swelling/erythema, leg is swelling, no calf tenderness; most pain is coming from spine; us guided injection to right hip; right tka- cruciate sacrificing ¿ experiencing hyperextension; revision dx: instability x-ray review indicates there is anatomic alignment of the right knee arthroplasty without overall change. Implant fit and alignment are maintained. Bone quality is mildly osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: nexgen femoral component catalog # 00599601602 lot # 64742814 nexgen articular surface catalog # 00596404012 lot # 64556180 stemmed nonaugmentable tibial component catalog # 00598604701 lot # j6720198 all poly petella catalog # 00597206535 lot # 64325356 palacos r+g catalog # 66017569 lot # 94774924 g2: united kingdom customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00884 h3 other text : remains implanted.

Event description:
It was reported patient is experiencing pain and hyperextension in knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, d2, e1, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain, swelling, hypertension and instability in knee. All implants, except the patella, were revised without complication. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain and hyperextension in knee. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b2, b3, b5, b4, b5, d2, d6b, e1, g1, g3, g6, h1, h2, h6.